Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found lld spring #2 off from its mounting base which disabled lld during testing. Fse replaced the spring, checked and cleaned all tip clamps, verified proper x-arm calibration, and ran routine tests and user assay. The instrument was tested without further problem and was returned to expected operation.